Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamiton medical ag: during setup, on startup, t1 alarmed audibly with a blank black screen...customer reported vent "unresponsive". Batteries were found to be depleted. Customer put vent aside and used a different vent. No health impact or consequences.

Event description:
The following was reported to hamilton medical ag: during setup, on startup, t1 alarmed audibly with a blank black screen...customer reported vent "unresponsive". Batteries were found to be depleted. Customer put vent aside and used a different vent. No health impact or consequences. Additional information received: case was closed as it was established that the end user had left the unit turned on overnight. This is not a reportable incident. The unit behaved as it should.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information follow-up 1: case was closed as it was established that the end user had left the unit turned on overnight. This is not a reportable incident. The unit behaved as it should. Hamilton medical ag complaint number:(B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information follow-up 1: case was closed as it was established that the end user had left the unit turned on overnight. This is not a reportable incident. The unit behaved as it should.

Event description:
The following was reported to hamiton medical ag: during setup, on startup, t1 alarmed audibly with a blank black screen...customer reported vent "unresponsive". Batteries were found to be depleted. Customer put vent aside and used a different vent. No health impact or consequences. Additional information received: case was closed as it was established that the end user had left the unit turned on overnight. This is not a reportable incident. The unit behaved as it should.